Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "artificial total hip arthroplasty: lateral position direct anterior approach versus posterolateral approach" written by li zheming, bi qing, yang ming, zeng bin, and wu liguo was reviewed. The aim of the study was to observe the clinical effects of total hip arthroplasty(tha) with lateral position directly anterior approach( l-daa ) in this study, subjects selected 120 patients who underwent unilateral tha for the first time in zhoushan hospital of traditional chinese medicine from november 2016 to november 2018, including 59 patients who underwent tha using l-daa (l-daa group) and 61 patients who underwent tha using pla (pla group). All were implanted with a johnson and johnson artificial hip prosthesis. Adverse events: l-daa group had 1 case of lateral femoral cutaneous nerve injury. No intervention noted. L-daa group 1 case of intraoperative greater trochanter fracture. No intervention noted. Pla group had 2 cases of hip prosthesis dislocation. No intervention noted.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.